Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the incident has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed the lot number is unavailable.

Event description:
Over 12 months after the operation (rotator cuff repair), the implant began to emerge from the patients skin with an associated infection. Site infected. Surgery had to be revised. Photos will be provided by the surgeon. The patient is very upset and has discussed with the surgeon that he may pursue recompense for some post-surgery expenses.